Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection a piece of luer lock body was observed damaged. Further inspection showed white marks on the component which could imply an external force was applied to the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of a clearlink system continu-flo solution set broke off while disconnecting from the catheter. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.